Event description:
A medtronic representative reported that during a cranial electrode and probe placement surgery the surgeon stored ac/pc points on their mr and created a plan. The surgeon then merged the mr to the CT with the frame, and the merge was accurate. The volume registration of the leksell frame failed but manual slice registration passed. After the frame registration, ac/pc points were still accurate however the target point for the plan moved from subthalamic nucleus to the brain stem (z direction inaccuracy). During troubleshooting they confirmed that the ac/pc points were accurate on both the CT and mr. They scrolled through the CT and did not notice any movement in the frame, and it was not scanned with any tilt or rotation. When they removed the CT from the merge, the plan went back to it's original location. The surgeon requested that the patient get a mr with the frame to try using in place of the CT. They scanned the patient, mr t1 and t2 with the frame on, and used the mr scans for the surgery. There were no further issues using the mr exams in the navigation application, and the surgery went as expected.

Manufacturer narrative:
Analysis of the exam archive found that the selected target point on the initial plan was in the brain stem with both the CT and the mr as the registration series. The other two plans had the correct target location. Software settings were added which made auto-registration successful.

Manufacturer narrative:
Patient weight was unavailable from the site. The system archive and copy of CT was requested from the site. A medtronic representative reported that the CT was deleted from the system and the original CT cd was discarded by the site. The software investigation has not been completed.